Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and calcified left anterior descending artery (lad). The lesion was predilated at 10atms for 30 seconds with a 2.5x15mm non bsc device. The 2.50x20mm taxus express2 drug eluting stent (des) was advanced to the lesion, but was unable to cross. When the device was removed from the pt, it was noted that the mid portion of the stent was lifted slightly. The procedure was successfully completed with a different device. No pt complications were reported with the pt's current condition listed as "good".